Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported failure to advance the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the anatomy and other devices ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. During advancement through the extremely tortuous radial artery, resistance was noted, and the wire broke into 2 pieces. The detached portion was successfully snared and removed from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.